Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found no anomalies. Sensing tests were normal.

Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device was explanted and returned for eval.